Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and was not able to duplicate the issue. The fse replaced the tubing in the drain pathway and rinsed the drain pathway with household bleach solution then hot water. The fse performed several sample analyses and no issues were noted. The fse verified instrument performance by completing system priming, latron control, 5c controls, retic controls, and system start up - all test results passed within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported less than one milliliter of a combination of diluted blood and diluent leaked within the instrument from the needle bellows and the secondary probe backwash cup with manual probe not retracted and one stripper plate not retracted system errors involving the coulter lh 750 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer stated patient results were not impacted. There was no patient injury associated with this event. The instrument was not in operation, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.